Event description:
The hosp emergency room staff attempted to administer external pacing to a pt (pt condition and details not reported). The pacing feature allegedly failed to function. A backup device of the same model was made available and used to successfully administer pacing to the pt using the same pacing electrodes and pacing cable. The reporter indicated there were no adverse affects to the pt as a result of the alleged malfunction.